Event description:
It was reported that bladder of a small volume infusor ruptured. The bladder rupture occurred while filling the device with fluorouracil and saline prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.